Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for analysis. Post procedural images were not provided; therefore the reported event could not be confirmed. Provided images show contrast not flowing across the stented segment in a pattern that is consistent with thrombus developed in the treated vessel. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have caused or contributed to the reported event. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that in-stent thrombosis developed 10 minutes after the placement of a fred 27 flow devider stent in a patient. The patient recovered after tpa and effienet were administered. The patient was discharged without any symptoms.